Event description:
I received an injection of hyalgan, 2ml in my right knee (B)(6) 2011. I began to feel discomfort after a couple days that became much worse after two weeks. The last 7 days have been very severe resulting in constant pain regardless of what position I take. It is so bad at night that I sleep very little. It has been 21 days since injection and pain continues to worsen. The injection was administered by the (B)(6). [Event abated after use stopped or dose reduced: no]. Diagnosis or reason for use: knee pain].